Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from october 14, 2022, to october 17, 2022. The actual device was received for evaluation with 95 ml of fluid in the bladder. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. The sample was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. The expected therapy time was 46 hours; however, after the therapy time was complete, it was observed that the device was full of medication that had not been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.